Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products.

Manufacturer narrative:
Additional information received and indicates the patient expired. Request for clarification and circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-15113, 1225714-2014-15114 and 2937457-2014-03193.

Event description:
Additional information received alleged that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.